Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event unknown. Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a green reload from the top view with some b-formed staples stuck on the cartridge deck and the reloa can be seen fully fired. The third photo shows a green reload inside of a plastic bag and the sled can be seen at the end of the reload. Based on the photos the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the clinic reports a green cartridge in gastric sleeve procedure, which in the middle of the procedure the staples were not formed correctly. Having to remove the stapler to change for another cartridge. There was no harm to the patient and the surgery was not prolonged.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. Investigation summary: three photos and the reload was returned to ethicon endo surgery for evaluation. During the visual analysis of the photos, the following was observed: the first and second photos show a green reload from the top view with some b-formed staples stuck on the cartridge deck and the reload can be seen fully fired. The third photo shows a green reload inside of a plastic bag and the sled can be seen at the end of the reload. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Event described could not be confirmed as the reload was received fully fired. This report is not intended to deny that a problem was experienced with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.